Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter (aus). The system was replaced with a new 3.5 cm cuff, pump, and 51-60 cmh20 balloon. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.